Event description:
Patient experiencing stroke due to distal occlusion of m1 segment of the mca. Moderate vessel tortuosity. Physician advanced hipoint 88 with tenzing 8 through base camp sheath system to the mid m1 with some difficulty. M1 vessel was shaped like a horseshoe. Tenzing 8 went easily to the distal occlusion, but the hipoint 88 tip would not advance past the mid m1 segment. The physician aspirated for 2 minutes even though the tip was not at the clot. A subsequent angiogram indicated a vessel perforation in the proximal segment of the m1. Vessel sealed after balloon tamponade of vessel. Thrombectomy procedure aborted and patient transferred to ica for further care/observation. It was later communicated that the patient expired. No additional information provided.